Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: failure to advance: the cause of the failure to advance was most likely patient condition related per clinical details that the patient had large calcium mass and narrowed aorta.

Event description:
The user facility reported a 71-year-old male patient who underwent angiography showing calcification in two lesions.intravascular ultrasound measurements were greater than 5 mm. An impella sheath was placed; however, the impella device could not be advanced into the aorta. Cta review demonstrated a large calcified mass and a narrowed aorta. The procedure was aborted, and the patient was supported with extracorporeal membrane oxygenation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.